Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use during the procedure. The patient experienced atrial fibrillation, and electrical cardioversion was performed, and the condition improved. The procedure was completed. The device is not expected to be returned as it was disposed of following use.